Manufacturer narrative:
(B)(4). Batch #: v9453r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The physician didn't know whether the broken piece was left in the patient or not and tried to find it, but no broken piece was found. Then the physician decided to changed another device to complete surgery. There was no patient consequence reported.